Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line. Customer's blood glucose level was approximately 258-300 mg/dl. Reportedly, the customer changed the cartridge and resumed insulin delivery.